Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Functional testing was performed and the complaint was confirmed. The issue reported was related to care and maintenance of the device, and the root cause was established as device was not properly maintained.

Event description:
The customer alleges that the blade does not function. No patient involvement reported.

Event description:
The customer alleges that the blade does not function. No patient involvement reported.